Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/02/2017. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that after the electrode was connected to the equipment the temperature displayed instability, then it would no longer display. The staff placed the electrode into another channel to reconnect and there was still no display. There was no patient injury. The procedure was completed with another cool-tip single electrode.